Event description:
It was reported that the 2800 system presented film potentiometer errors. It was also referenced that a collimator potentiometer error was noted. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Collimator calibration performed. The system was tested and found to be working as intended and placed back into service.